Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with the description, intraocular lens does not slide into the cartridge.

Manufacturer narrative:
Additional information was provided in d.10.,h.3.,h.6 and h.11. The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger advanced to mid-nozzle with the lens still in the loading area may indicate the plunger was advanced too rapidly. The trailing haptic and optic is misfolded under. The leading haptic was broken from the gusset area located just inside the nozzle entry area. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown of a qualified product was used. A plunger underride was observed. The root cause may be related to a failure to follow the IFU (instructions for instructs). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. Not enough information was provided to determine if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol (intra ocular lens) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger underride may occur: due to rapid advancement faster than the dfu (directions for use) recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).